Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post-op follow-up, patient's device failed to vibrate. Previous testing did not reveal any issues. Inductive telemetry was performed successfully.